Manufacturer narrative:
(B)(4). Pentax medical model dp-d2518 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report which occurred in (B)(6) stating, "the endoscopic image became dirty during the peeling process due to esd [endoscopic submucosal dissection] in the stomach, and once the device [electro-surgical knife] was removed, the blade surface of the mucosectom had disappeared entirely" involving pentax medical electro-surgical knife model dp-d2518, serial number (B)(4). It was unknown whether a new product or another company's product, but the esd procedure is complete. No patient information was provided. Pentax medical (B)(6) is currently investigating this event. On (B)(6) 2018, a device history review was performed which confirmed the electro-surgical knife was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.